Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the board a in drawer failed to identify cubie.the customer reported that the issue occurred when the user was trying to issue medications to a patient.as per part investigation, it was determined that fluid ingress in pcba row. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number.a review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 28oct2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue.the reported condition of failure board a in drawer does not identify cubie was confirmed by fse, and subsequently confirmed in the dchu testing and inspection process.according to work order 01915041, the first-row cubie in aux fh drawer 1 was not detected in storage space configuration. Attempts to release and insert cubies via hta failed, so the row a board was replaced and the system rebooted. After reboot, cubies appeared correctly in the application, tests were successful, and reactive preventive maintenance was performed.external inspection was carried out and there were no signs of damage, misaligned components or broken parts were found.dchu laboratory testing performed hta test, some cubies were not detected, after reseating issue persisted. No further testing was conducted; cubies were not detected on the suspected tray fh.internal inspection was assessed and found that the row board cubie tray had signs of fluid ingress.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:it was determined that the root cause of the complaint component was caused by fluid ingress in pcba row 6p v1.15/v1.05bl, p/n 151621-01.